Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision washer and identified evidence of charring within the drying chamber. The c4 contactor was inspected and found to be stuck in the closed position. The purpose of the c4 contactor is to provide power to the unit's heating elements. The contactor is activated several times throughout the duration of the washing cycle. As the c4 contactor was stuck in the closed position, the drying components in the washer began to overheat subsequently causing the reported event to occur. When the contactor is stuck in the closed position this allows a continuous electrical current to energize the components within the washer resulting in the reported event. The expected annual usage of the reliance vision washer is 2,000 cycles. The reliance vision washer subject of the reported event has run an average of 7,000 cycles per year since 2015. A review of the service history for this unit did not indicate any issues or previous significant repairs attributed to the drying elements or contactor. The root cause of this reported event is the volume of cycles for exceeding expected annual usage. The user facility has requested that steris perform the necessary repairs. Once the repairs are completed, the unit will be returned to service.

Event description:
The user facility reported that their reliance vision washer had caught fire. The department was evacuated, and the fire department was dispatched. No report of injury.

Manufacturer narrative:
The technician performed the necessary repairs, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.